Manufacturer narrative:
Results of investigation: it was reported that the polar xlpe insert was revised as part of a total hip revision following a peri-prosthetic fracture. The device in scope has not been returned for investigation. A visual inspection could therefore not be conducted and the reported failure mode cannot independently be confirmed. According to the available medical data, the revision was done approximately 6 weeks after a first revision, secondary to a fall that produced a fracture of the diaphyseal femur. All documents and images provided as of this date have been reviewed and consider and unless noted do not contribute to the clinical investigation. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported failure mode. A review of the complaint history revealed no other complaints for the affected batch nor any reported complaints with similar failure mode for the complained device. Based on the executed investigation steps the indication for the second revision was the trauma-precipitated fracture of the diaphyseal femur and the complained device did most certainly not contribute to the reported failure mode. However, based on available information the root cause cannot clearly be identified and stays undetermined. The need for corrective action is not indicated. Nevertheless, smith and nephew will continue to monitor the devices for similar issues. The complaint will be reopened should additional information or the complained device be received.

Event description:
It was reported that the polar xlpe insert was revised as part of a total hip revision due to unknown causes.